Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly and introducer sheath were bent throughout their respective lengths. The embolization coil was intact with the pusher assembly. The outer diameter (od) of the embolization coil was measured to be within specification. Conclusions: evaluation of the returned device revealed that the pusher assembly and introducer sheath were bent throughout their respective lengths. This damage was likely incidental and may have occurred due to return packaging conditions. The damage observed on the pusher assembly and introducer sheath prevented the ruby coil from being advanced through a demonstration microcatheter during functional analysis and, therefore, the root cause of the resistance experienced during the procedure could not be determined. The od of the embolization coil was measured to be within specification. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed and detached many ruby coils into the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance a new ruby coil through the lantern, the physician experienced resistance. Therefore, the ruby coil was removed and the procedure was completed using additional new ruby coils and the same lantern. It should be noted that the physician used a rotating hemostasis valve (rhv) and maintained a continuous flush throughout the procedure. There was no report of an adverse effect to the patient.